Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) and endotak dsp transvenous defibrillation lead system the ICD recorded one non-sustained arrhythmia episode which may or may not have been appropriate. The episode occurred in september of 1996, and the physician elected to follow the patient normally at that time. (Since the episode was likely appropriate, cpi did not report the event at that time.) On december 12, 1996, a health care professional reported that the system recorded 1 appropriate and 1 inappropriate episode of ventricular tachycardia, each with a diverted shock. The new episodes confirm that the system was oversensing.